Event description:
It was reported that a few minutes after ECMO had started, blood began dripping from underneath the device. The dripping continued for an additional 30 minutes, so the decision was made to exchange the device for a new hls set due to fiber leakage. No pt effect was noted. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. Maquet cardiopulmonary is aware of similar complaints displaying a similar malfunction. These devices have been tested and evaluated under the optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane, which gravity then directed to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action to be taken.